Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pyxis had not been communicating. A field service engineer (fse) had found that the ethernet cable had been inserted into the wrong port on the back of the device. The fse corrected the ethernet cable position. Once completed, the hardware was rebooted. The hardware did not appear online. The fse then logged into carefusion admin and was able to access the network settings and test the communication ports to verify whether device was being read. All hardware seemed to be performing normally. The customer also stated that they had placed a ticket with it, but it had not yet addressed the issue. Fse requested an update from the site once it had troubleshot the port. The technical support specialist (tss) confirmed that the pyxis communication issue had been fixed. It resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had device not communicating. Customer troubleshooted with reboot and checked cable cords all items were confirmed to be correctly positioned and fully in place. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.